Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using an 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure concomitant with a pulmonary vein isolation procedure. During the procedure, the left atrial pressure was 10 mmhg and heparin was administered. The device was implanted. On (B)(6) 2026, the patient presented to the hospital with a circumferential pericardial effusion. It was concluded that cardiac tamponade was present. Pericardiocentesis was performed and 700 cc of blood was drained. The patient was taking oral anticoagulants at the time when the pericardial effusion was dedicated. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.